Manufacturer narrative:
Based on the clinical circumstances reported, the user expected earlier notification of downstream occlusion from the pump. The reporter claimed that 4 minutes passed before an alarm for downstream occlusion was generated. The pump operator manual notifies the user that under testing conditions, the maximum time for activation of downstream occlusion alarm at the minimum flow rate of 0.5 ml/hr is 1hr. Hence, long intervals are expected under very low flow rate conditions. In the absence of known flow rates, it cannot be determined if the pump was malfunctioning. If a pump does not trigger a downstream occlusion alarm in a timely manner, this could mislead the clinicians to omit the required actions, or even make inappropriate clinical decisions, especially if the event were to recur during infusion of life-sustaining medications. Delay of therapy in a critical situation could also be detrimental to the patient. It is undetermined if device malfunction of the spectrum infusion pump was contributory to hypotension. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump allegedly triggered delayed downstream occlusion alarm during infusion of unknown medication. The patient was described to become hypotensive, although there was no report or indication that this led to life-threatening consequences, and this event is assessed as not serious. Neither was it clear if the decreased blood pressure was the result of the patient's health condition rather than a consequence of device malfunction. The reporter only stated that the infusion rate was programmed at a low setting, and no basal and actual values of the patient's blood pressure were provided. No additional information is available.